Event description:
Boston scientific received information that during a routine follow-up, it was noted the lead safety switch had triggered due to low out of range impedance measurements, therefore, the right ventricular (rv) lead was in unipolar configuration. Boston scientific technical services (ts) reviewed the available information and noted some low impedance measurements of 350 ohms with a slight increase in the intrinsic amplitude. It was noted the lead safety switch likely occurred during this time. The rv lead was reprogrammed to unipolar configuration and all impedance measurements were appropriate. As rv oversensing was suspected, isometric testing was performed. During this testing, the lead safety switch triggered again. The sensitivity was reprogrammed and the device was switched back to bipolar configuration. No further issues were noted. The patient will continue to be followed appropriately. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Information was received that in a subsequent follow-up, noise was observed. No safety switch was observed and the noise could not be reproduced. Therefore, the patient will continue to be monitored appropriately. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.